Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. Recommended leaving broken file as part of obturation. Pt follow-up will be required and reported.